Event description:
Reportedly, the patient implanted with the ICD s/n (B)(4) in (B)(6) 2022 had vt episodes and received several shocks. The last interrogation was performed on (B)(6) 2023 and since then, the physician received empty pdf remote reports despite a red critical alert on the smartview website. On (B)(6) 2023, the patient had a fast vt episode followed by two atp and eventually a shock. Again, the remote report sent on (B)(6) 2023 was empty, so the physician checked idf files to see the episode.

Manufacturer narrative:
Please refer to the attached analysis report.